Manufacturer narrative:
The system controller and backup battery were not returned for evaluation. As the backup battery serial number was not provided, the manufacture date of the backup battery could not be confirmed. Although rechargeable, according to the design, the backup battery has a limited lifespan of 36 months from the manufacture date and a backup battery fault advisory alarm will occur at 12:00am midnight on the first day of the month in which the backup battery reaches its expiration date. Based on the reported event, the system controller would have alarmed with a backup battery fault if the backup battery expiration month was reached. According to the heartmate ii left ventricular assist system instructions for use, the system monitor displays information about the backup battery charge level and the time remaining before its replacement is mandatory. Depending upon a patient¿s clinic schedule, replacement of the 11 volt lithium-ion battery should be considered when less than 6 months remain before the mandatory expiration date. Reports of backup battery fault advisory alarms occurring for heartmate ii system controllers with backup batteries that have reached their limited lifespan of 36 months have been addressed through the manufacturer''s corrective/preventative action system, updated device labeling for the monthly safety checklist, and an urgent medical device correction notice (2916596-9/14/15-001-c). No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. The system controller backup battery was changed. The patient remains ongoing with the device and no further issues have been reported. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced a backup battery fault alarm on (B)(6) 2015 due to the expiration of the internal backup battery. The patient silenced the alarm and presented to the clinic for a replacement backup battery for both the primary and backup system controllers. There was no adverse impact to the patient.